Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a female pt who used super poligrip for dentures. The pt's past medical history included dentures, hearing loss, radiculopathy, and tarsal tunnel syndrome. Concurrent medical conditions included fibromyalgia, peripheral vascular disease, and sjogren's disease. On an unk date, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced neuropathy and nerve injury. This case was assessed as medically serious by gsk. At the time of reporting, the events were improved. Info was received on 05/08/2012 via a legal claim and medical records. According to a legal claim, the pt experienced neurological injuries due to her use of super poligrip. According to medical records, on (B)(6) 2009, the pt complained of burning and tingling in her feet. The condition has existed for approx 10 years (since 1999) and was worsening. The pt also complained of pain with no improvement in her symptoms. Impression included tarsal tunnel syndrome, fibromyalgia, and radiculopathy. The pt was treated with a steroid injection on the right side. On (B)(6) 2009, nerve conduction testing showed radiculopathy of both feet from l5 with mild sensory neuropathy. On (B)(6) 2009, the pt continued to complaint of burning stimulator placement. On (B)(6) 2010, the pt was diagnosed with peripheral vascular disease. The pt was positive for varicose veins and complained of burning and hurting of the feet and legs/paresthesias. On (B)(6) 2010, the pt's whole blood zinc level was 948 mcg/dl (normal 440 to 860). On (B)(6) 2011, the pt was seen for ongoing issues with her neuropathy. The pt's copper level was 122 mcg/dl (70 to 155) and zinc level was 100 mcg/dl (70 to 150). It was recommended the pt not use denture cream for the time being. On (B)(6) 2011, the pt complained of burning, tingling, and numbness, but stated her feet had improved. The pt had a zinc level greater than 900 a month ago, but a repeat lab was within normal limits, 100. Impression included neuralgia/neuritis bilaterally.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).